Manufacturer narrative:
Blocks b5, b6 and h6 have been updated with additional information received on february 12, 2019 and february 26, 2019. (B)(4). Block h10: the complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 14, 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a neuroendocrine tumor in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2019, the patient presented with slightly elevated liver function tests. It was reported that an extraction balloon catheter was used to sweep/ remove any debris from the stent. Tissue overgrowth was noted on the distal side of the stent and ingrowth in the proximal 1/3 of the stent. Another wallflex biliary rx fully covered rmv stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. According to the complainant, the initial stent was implanted to treat a 2-3cm neuroendocrine tumor. The patient's anatomy was not tortuous. Reportedly, the patient underwent radiation therapy to the liver post stent placement. On (B)(6) 2019, the patient was symptomatic and the physician attempted to remove the stent. The stent ingrowth was confirmed during a cholangiogram procedure. Reportedly, the initial stent was not removed, and a second stent was placed stent in stent within the initial stent. According to the complainant, the symptoms that prompted the stent removal were epigastric pain and the elevated liver function tests.

Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a neuroendocrine tumor in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2019, the patient presented with slightly elevated liver function tests. It was reported that an extraction balloon catheter was used to sweep/ remove any debris from the stent. Tissue overgrowth was noted on the distal side of the stent and ingrowth in the proximal 1/3 of the stent. Another wallflex biliary rx fully covered rmv stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.